Event description:
The following was reported to hamilton medical ag: the report from hospital say: the staff found that the instrument was leaking oxygen while using the equipment, causing insufficient oxygen concentration and affecting the treatment effect of the patient's hypoxia no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the staff found that the instrument was leaking oxygen while using the equipment, causing insufficient oxygen concentration and affecting the treatment effect of the patient's hypoxia. No patient harm or consequences.